Event description:
During intubation the laryngoscope blade broke off in pt's mouth interferring with ability to intubate and ventilate the pt. This caused the pt's tooth to break. During inability to ventilate, pt became hypoxic and subsequent cardiac arrest. Micu staff present during event. Pt continue to be ICU post arrest.